Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5090223) that a female patient who had mentor smooth round high profile 560cc saline prostheses placed experienced autoimmune diagnoses and accompanying symptoms post procedure. Body pain, brain fog, general feeling of not being well, dizziness, difficulty moving her leg, lack of focus, and difficulty working were all noted. The patient was diagnosed with hashimoto¿s disease, sjogren's syndrome, fibromyalgia, and celiac disease. On (B)(6) 2018 the devices were explanted. The patient has stated that her condition has improved since explantation. See for 1645337-2019-25318 for contralateral prosthesis report.